Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that there were issues with the cold welding of the angle-stable femoral screw of the femoral neck system (fns) during metal removal during two (2) different procedures. It was necessary to drill and the screw could only be loosened with strong forces. The patient was stable after the procedure and there was no surgical delay. Concomitant devices: unknown drill (part # unknown, lot # unknown, quantity # 1), unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 44mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot sterile part, part: 412.216s, lot: 1l68285, manufacturing site: selazch, supplier: (B)(4), release to warehouse date: oct 1, 2018, expiry date: sept 1, 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: non - sterile part part: 412.216, lot: 1l43781, manufacturing site: mezzovico, release to warehouse date: sept 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant devices reported: unknown nail head elements: fns antirotation (part# unknown, lot# unknown, quantity# 1) unknown nail head elements: fns bolt (part# unknown, lot# unknown, quantity# 1).